Event description:
It was reported that in the middle of a surgery the equipment fails. The doctors has to stop the laparoscopic surgery and change the operation to open the body. Due to the switch to open procedure the case is deemed reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).